Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vein. A 5.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.